Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing yellow wrench alarms so the system controller was changed out. The pt reported back to the hospital a few days later with red heart and yellow wrench alarms, system controller malfunction and low beat rate alarms, and dust in his filter. The hospital placed the pt on pneumatic support. Waveform and vent filter analysis was performed by the manufacturer and the hospital made a decision to replace the lvad with another lvad.